Manufacturer narrative:
Date of event: use (B)(6) 2021 since event date was not provided.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, it was noted that the shaft snapped during delivery into catheter outside of the body. The procedure was completed with another of same device. No patient complications were reported and the patient was doing well.